Manufacturer narrative:
Concomitant medical products:2088tc lead implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead triggered an alert for high impedance. The alert threshold was adjusted, and the lead remains in use. No patient complications have been reported as a result of this event.